Event description:
Pt found at home with massive bleeding from left subclavian catheter double port for dialysis. One of the ports was broken (blue). Pt arrived in ER, intubated, and in asystole. Pt expired 02/11/98 0238.